Event description:
Physical therapist noted blisters on the patient's back, suspect cold agglutinins due to utilized cooling blanket. Will refer this case to the FDA related to burn from cooling blanket.